Event description:
Patient was electively taken to the operating room in 2009, for cystoscopy, possible right ureteroscopy/right stent placement and stone basketing. During the procedure, the stone was too big to be extracted via the nitinol retrieval stone basket and a ureteral stent was placed. Patient was discharged home later that day with a scheduled urology procedure for the following month, for laser lithotripsy for right ureter stone removal. The patient returned on the same day, for his scheduled or procedure: right ureteroscopy with laser lithotripsy and right stent placement. During the procedure, at midureter, using the ureteroscope, the stone was identified and also a distal fragment of the nitinol retrieval basket from the previous surgery in 2009. Both the stone and nitinol retrieval basket were removed and sent to pathology for processing. Patient was discharged to home later that day. Dates of use: 2009. Diagnosis or reason for use: kidney stone.